Event description:
Five days after treatment with zyderm 2 in the nasolabial folds, the patient presented with little red cords and swelling similar to a scar. The patient has been prescribed oral antihistamines.